Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink luer activated valve became sliced when the nurse closed the slide clamp. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : the device was received for evaluation. The sample was received in a bag labelled: "caution chemotherapy bag". The sample was taken out from the bag and was visually inspected. The tubing and all the connections were verified to see if there was a separation or a hole. The results were satisfactory, no defect was observed. Visual inspection noted a mark on the tubing which was caused by the slide clamp, however, there was no hole observed in the tubing. The reported condition was not verified by visual inspection. Functional testing was not performed since the sample was contaminated with a chemotherapy agent. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.